Event description:
It was reported that during an ablation procedure to treat ventricular premature complexes using an intellanav mifi open-irrigated ablation catheter they found the irrigation tubing connector was broken. They replaced the catheter and were able to complete the procedure. There were no patient complications. The catheter has been received and is currently awaiting analysis.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was visually inspected which revealed that the irrigation extension was completely separated from the luer fitting joint of the catheter handle.

Event description:
It was reported that during an ablation procedure to treat ventricular premature complexes using an intellanav mifi open-irrigated ablation catheter they found the irrigation tubing connector was broken. They replaced the catheter and were able to complete the procedure. The catheter was returned to the boston scientific's post market laboratory for analysis.